Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the blade came off and trapped into the vessel. Vascular approach was obtained via the vein of the left elbow. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During the procedure, dilation was slowly performed with the 1 atmosphere for 5 seconds rule and it was raised up to the nominal pressure. Thereafter, the pressure was reduced from nominal pressure by 1 atmosphere and poba was performed 2 to 3 times. There were hard parts, but dilation of the lesion was managed to be performed. When the device was tried to be pulled out, a mild resistance at the sheath part was noted. The resistance was not severe, so when the device was slowly pulled out, it was found that the sheath was broken and one of the pcb blades was missing. Hence, it was confirmed that the device caused sheath breakage. Consequently, it was confirmed through the CT and echo that the blade remains into the blood vessels. Angiography imaging was also used, and it was known that one blade remains slightly on the peripheral side from the tip of the sheath. The blade seemed to be trapped into the blood vessels wall and it was judged that it would be difficult to retrieve, so a pressure bond into the blood vessel wall with a stent was performed. As per physician's opinion, since there is a sharp and severely calcified part and the blade was slightly bent when dilation was performed, and the part of the edge that will be attached into the balloon was partially lifted, these might have contributed to device separation. Post dilation was then performed with a 5-40 mustang balloon and it was confirmed that there was no problem with the overall blood flow including the central side, so the procedure was completed. No patient complication or any abnormality reported.

Event description:
It was reported that the blade came off and trapped into the vessel. Vascular approach was obtained via the vein of the left elbow. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon (pcb) was selected for use. During the procedure, dilation was slowly performed with the 1 atmosphere for 5 seconds rule and it was raised up to the nominal pressure. Thereafter, the pressure was reduced from nominal pressure by 1 atmosphere and poba was performed 2 to 3 times. There were hard parts, but dilation of the lesion was managed to be performed. When the device was tried to be pulled out, a mild resistance at the sheath part was noted. The resistance was not severe, so when the device was slowly pulled out, it was found that the sheath was broken and one of the pcb blades was missing. Hence, it was confirmed that the device caused sheath breakage. Consequently, it was confirmed through the CT and echo that the blade remains into the blood vessels. Angiography imaging was also used, and it was known that one blade remains slightly on the peripheral side from the tip of the sheath. The blade seemed to be trapped into the blood vessels wall and it was judged that it would be difficult to retrieve, so a pressure bond into the blood vessel wall with a stent was performed. As per physician's opinion, since there is a sharp and severely calcified part and the blade was slightly bent when dilation was performed, and the part of the edge that will be attached into the balloon was partially lifted, these might have contributed to device separation. Post dilation was then performed with a 5-40 mustang balloon and it was confirmed that there was no problem with the overall blood flow including the central side, so the procedure was completed. No patient complication or any abnormality reported.

Manufacturer narrative:
F10. A040609 material twisted/bent from the device code e1 - initial reporter city: koriyama city fukushima pref. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination found that one entire blade had detached from the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.